Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that the automated impella controller (aic) is not charging or holding the charge. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The console logs did not contain any data relevant to this complaint. The console was tested after arriving in field service. Reported aic charging issue was confirmed. The root cause of this issue was a defective power supply. G2 report source: foreign was inadvertently not selected on manufacturer device report 1220648-2024-18339.